Manufacturer narrative:
External insulation abrasion was noted at 36.0-37.0cm from the lead tip. Internal insulation abrasion was noted at 10.0-11.5cm and 33.0-33.5cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted under the svc shock coil at 22.5cm from the lead tip. The sensing conductor was melted and fractured and the svc shock coil ring was melted at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that during a follow up vf detection due to noise was observed via stored egms. One episode led to an inappropriate high voltage therapy. Externalized conductors were also noted on the high voltage lead. The lead was replaced. The patient condition was good after the event..